Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("at the end of the procedure, a piece of the delivery system remained on the left and was retrieved with hysteroscopy forceps") and complication of device insertion ("at the end of the procedure, a piece of the delivery system remained on the left and was retrieved with hysteroscopy forceps") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: no clinical consequences for the patient . Diagnostic results: on (B)(6) 2014: hysteroscopy: placement of essure on right and on left. At the end of the procedure, a piece of the delivery system remained on the left. It was retrieved with hysteroscopy forceps. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 16-oct-2017 for the following meddra pt: device breakage: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2017: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("at the end of the procedure, a piece of the delivery system remained on the left and was retrieved with hysteroscopy forceps") and complication of device insertion ("at the end of the procedure, a piece of the delivery system remained on the left and was retrieved with hysteroscopy forceps") in a female patient who had essure inserted for sterilisation. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: no clinical consequences for the patient diagnostic results: on (B)(6) 2014: hysteroscopy: placement of essure on right and on left. At the end of the procedure, a piece of the delivery system remained on the left. It was retrieved with hysteroscopy forceps. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the end of the procedure, a piece of the delivery system remained on the left and was retrieved with hysteroscopy forceps. No clinical consequences for the patient. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In the present case the device breakage occurred during essure insertion procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. Physician has no further information. A product technical analysis is expected.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.